Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6; -10.00/1.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).